Event description:
Pico was applied in theatre on midline incision after gynecology surgery. After removing pico on post op day 6, blisters were noticed at each exit point of the deep tension sutures.